Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade ii and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade ii and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare provider additionally reported "rupture" noticed during explant. The device has been explanted.